Manufacturer narrative:
The catalog and lot numbers were not reported. There were only two lots shipped that were shipped to this facility within the two months prior to the incident. The lot numbers are 947372 and 947666. The sample was not returned for eval. Conclusion: the complaint investigation is inconclusive. The catheter was not returned for eval. Without the catheter angiodynamics is unable to conduct a thorough investigation. The exact cause of the complaint is unk. The od of the returned wire is within specifications. During the manufacturing process a 100% inspection is conducted interfacing the wire with the catheter. A review of the reported manufacturing records indicated that all of the device specification and quality requirements were satisfied.

Event description:
Dr cut hub to remove drainage from pt. The suture was still stuck (wrapped) inside pt. Dr cut ends of the suture to disconnect from remaining drainage catheter. Dr then tried to remove suture from pt by pulling both ends back and forth. Dr cut the suture outside of pt body and left a portion inside pt's body.